Event description:
It was reported that a patient experienced bacterial peritonitis manifested by pain in abdominal region and cloudy effluent coincident with peritoneal dialysis (pd) therapy. A week after the onset, the patient was hospitalized for the event. The cause of peritonitis was unknown. On an unreported date, the patient began treatment with cefazolin (1.5 gram, intraperitoneally, frequency not reported) for two weeks for peritonitis. The patient was discharged from the hospital a week after being admitted. The patient was retrained on aseptic technique. The patient had not recovered from the peritonitis at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.